Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and the leak was not easily identified; however, the photograph consisted of a red circle indicating where the leak was noticed on the inlet which suggested a leak may have occurred at this location. The reported condition was verified. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the event occurred on unspecified dates, further described as "past two days". Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) vented high-volume inlets leaked at the connection of the tubing and spike; a pool of clinisol was found below the ports. This was observed during setup/preparation. There was no patient involvement. No additional information is available.